Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that an adverse event occurred. The target lesion was located in a coronary vessel. A 2.25x16mm synergy stent was advanced to treat the lesion. However, the device failed to cross the lesion and caused a delay of procedure that resulted to an adverse event. The procedure was completed with a 2.5x12mm non-bsc stent. No further patient complications were reported and the patient's status was stable.